Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 3 malfunction event(s), where it was reported the device experienced accessible sharp metal edges. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: side rail / fracture problem 2 devices: handpiece / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
This supplemental is being filed to adjust a results code following, the completion of a device investigation.

Event description:
No new information.

Manufacturer narrative:
This supplemental is being filed to adjust a component code following the completion of a device investigation.

Event description:
No new information.